Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the patient's dialysis nurse on 30 dec 2010. The nurse advised the patient did not report the system error 2240. The nurse further advised the patient has been doing well with therapy and is seen regularly, in clinic. The nurse agreed to review proper procedures with the patient. No injury or medical intervention was reported. This complaint for a system error 2240 (air in set) occurred during drain 3/4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Proper procedures per the user manual were reviewed with the caller. The root cause investigation is in progress through (B)(4).

Event description:
The home patient(hp) contacted baxter's (B)(4) regarding a system error 2240 alarm which occurred on the homechoice (hc) during drain 3 of 4. The hp had disconnected and did not press stop. The baxter technical service representative (tsr) instructed the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with manual supplies. The hp had already spoke to the nurse. The solution to this issue was provided over the phone. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.